Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The no audio condition was reproduced during evaluation and found to be caused by a failed speaker. The reported symptom was verified. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump experienced a no audio condition. There was no patient involvement. No additional information is available.